Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure. No further information has been obtained.